Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated, that after water exposure, the pump would not power on and noted moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed moisture observed behind display lens. Pump does not power due to internal moisture damage. Pump is unresponsive. The audio bolus button cover missing. There was moisture contamination found on button contact and surrounding area. Leak test shows leak at audio bolus button. Investigators were unable to obtain audible reading in due to internal moisture damage. The pump case was removed, evidence of moisture damage was identified throughout the inside of the pump and on miscellaneous electrical components. The display lens was found to be scratched.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.